Event description:
It was reported that patient death occurred. Spanning the time of implant ((B)(6) 2014) though (B)(6) 2015, the patient had a device check completed to ensure appropriate therapies given to patient. In early 2015, a high number of ventricular fibrillation (vf) and ventricular tachycardia (vt) therapies were noted on the patient's implantable cardioverter defibrillator (ICD) system. The patient reported to the hospital due to their report discharging many times. Interventions were done at this time when the patient was admitted to the hospital. Their condition improved, and they were discharged to home. A short time later, it was noted that the patient's ICD triggered elective replacement indicator (eri). Within 30 days of device eri occurring, the patient experienced sudden death at home. It was reported that the patient suffered a cerebral infarction which could have been related to the death as well as the patient's advanced cardiac disease. The cause of death could not be determined. No additional information is available.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. No evidence to dissociate death from implanted product(s) as reason for reporting. Should supplemental follow-up communications reveal any information surrounding the patient's death, this information will be considered and disclosed. (B)(4).